Manufacturer narrative:
H3, h6). As reported, the weld on the starburst arm had broken leaving the arm loose. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the welding was coming loose on the portion of the frame that connects to the spinous process clamp. The suspected cause of the event that the welding on the back of the instrument was coming loose so it seemed to be a manufacturing issue. It was noted that the alleged instrument had only been in use for a little over a year at the time of the event. There was no patient involvement.